Manufacturer narrative:
Plant investigation: no parts were returned for evaluation. Therefore, the reported failure pattern could not be reproduced. No machine files were available for review. The described situation is adequately addressed in the instructions for use (IFU). If alarm 208 is continuously occurring, the IFU provides instructions to replace the machine. The reported event can be assigned to a known failure pattern. Alarm #208 is issued when the sensor box software does not detect any communication to the flow board (pcb ¿digiflow mini1¿). Investigation of similar complaints revealed that the console alarms were due to an interruption in communication between the flow sensor and the sensor box. This is most likely due to a fault in the power supply to a circuit board within the sensor box. An increased contact resistance, either at connector p102 of the ¿digiflow mini1¿ board or at connector x11 of the function controller (fuco) board might have caused an insufficient voltage supply of the ¿digiflow mini1¿ board. A review of the device history record (DHR) was performed. No non-conformities were observed during the manufacturing process. Since no parts were returned for evaluation, a definitive cause of the described problem could not be determined. A CAPA was opened to address this issue.

Event description:
It was reported that a novalung console had a #208 alarm (technical failure, flow measurement) during a patient¿s extracorporeal membrane oxygenation (ECMO) therapy. The flow sensor was not recognized when this occurred. It was unknown exactly how long after treatment started that this occurred. However, the problem was resolved after a few minutes without any action. Upon follow-up it was reported that alarm #206 occurred as well. The alarms were confirmed to be related to a CAPA that was opened for flow measurement issues. There were no visual defects noted with the console, the flow sensor, the sensor box, or any of the connected cables. The reported alarms did not result in any patient injury, adverse effects, or the need for any medical intervention. The sample was not available to be returned for evaluation.

Event description:
It was reported that a novalung console had a #208 alarm (technical failure, flow measurement) during a patient¿s extracorporeal membrane oxygenation (ECMO) therapy. The flow sensor was not recognized when this occurred. It was unknown exactly how long after treatment started that this occurred. However, the problem was resolved after a few minutes without any action. Upon follow-up it was reported that alarm #206 occurred as well. The alarms were confirmed to be related to a CAPA that was opened for flow measurement issues. There were no visual defects noted with the console, the flow sensor, the sensor box, or any of the connected cables. The reported alarms did not result in any patient injury, adverse effects, or the need for any medical intervention. The sample was not available to be returned for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.